Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported malfunction. The se replaced the touch screen interface board to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator's touch screen was inoperable. There was no patient involvement.